Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is not well folded and was obviously inflated. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for investigation. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU warns the user to apply vacuum prior to device introduction which may cause premature dislodgement of the stent.

Event description:
Ous MDR - a pk papyrus was selected for use. The stent dislodged from the balloon when removing air from the delivery system before inserting the device into patient.